Event description:
It was reported via repair work order that the brakes would not fully hold due to malfunctioned brake assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes would not fully hold due to malfunctioned brake assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was found that the side rail was unable to latch into the upright position due to a broken side rail weldment. The event of the brakes unable to hold was reported in error. There was no alleged defect of the brakes as a result of this event. The customer has elected to scrap the unit.